Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient (pt) needs a knee MRI. Pt reports the ins will not charge. Pt reports the ins does not stay charged. Pt reports he has not charged the ins for "well over a month." No symptoms reported.